Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 2 patient samples on a cobas 8000 cobas c 701 module. For patient 1, the initial crep2 result was 88.6 umol/l. The repeat result was 7.5 umol/l. On (B)(6) 2022 patient 2 initial crep2 result was 646 umol/l. The repeat result was 118 umol/l. The initial results were not reported outside of the laboratory. The reagent lot number is 668596 and the expiration date is 31-jul-2023.

Manufacturer narrative:
The calibration data trace surrounding and including the day of the event is acceptable. The field service engineer (fse) found damaged tubing attached to a needle in the wash station. The reagent probe was also cleaned internally and externally. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.